Event description:
Horizon medical products, inc. Is not the MFR of teh introducer involved in the above report. It is mfg by b. Braun medical, inc. 824 twelfth ave, po box 4027, bethlehem, pa 18018-0027.